Manufacturer narrative:
No product has been returned for evaluation as it remains in-situ. A review of the x-ray pictures provided confirm the alleged event. No revision procedure is planned at this time. Labeling: potential adverse events and complications "...as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." Patient education: "...the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." Product remains in-situ.

Event description:
On (B)(6) 2017 patient underwent a procedure using the base interfixated titanium system. On (B)(6) 2018 during the six month follow up, a screw fracture was noted. Patient is asymptomatic.